Manufacturer narrative:
Per tandem user guide: you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction occurred when it got too hot while the customer was hunting. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 377 mg/dl.